Manufacturer narrative:
(B)(4). The device was evaluated by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. Based on the visual inspection, it was detected that the device had a damaged pole clamp. To correct the condition, the pole clamp was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged pole clamp. No additional information is available.